Event description:
I am a professional dog groomer. My employer (B)(6), requires all employees to wear face masks at all times. We are also required to submit to temperature checks upon entering the building. Later that day, after waiting for a couple hours for my next grooming client, I was finally presented my dog to bathe. I walk over to the bath tub room, which the air was full of hair from a previously blown-dry dog. Hair was flying everywhere. I walk to the tub, placed dog in tub, turn water on in tub, which at this time has quite a bit of hair still flying around. I begin to bathe the dog. I began to get dizzy, from lack of air and begin to faint, as I reach for the towel on the rack on my left side. I grab for the side of the bathtub, as I find myself beginning to faint. I slid down the side of the elevated tub losing consciousness. Next thing I know I am on floor, with one of the employees pulling me up! The result of this accident was a broken/dislocated ankle, which I am still recovering from today, after nearly 2 months in hospital/rehabilitation facilities! Had I not been submitted to wearing the face mask, I know I could of prevented this injury! On top of that, my working mans comp claim was denied. I am now facing an astronomical amount of medical bills and a long-term disability. In addition, each time I am required to wear a mask, for an amount of time, I find myself feeling faint and I need assistance to help me from falling to the ground. Reason for use: employer mandate. FDA safety report ID# (B)(4).